Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead both had high impedance that was undefined/infinite. Both leads were confirmed to be fractured. The ra and rv leads were both explanted and replaced. No patient complications have been reported as a result of this event.